Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. No anomalies found on save to disk. Rv pace impedance is within expected range; no sensing issues observed in the data/egms. (B)(4).

Event description:
It was reported that during the implantable cardioverter defibrillator (ICD)&#1157;placement due to elective replacement indicator (eri), the right ventricular (rv) lead coil impedance value was seen changing abnormally. While sensing, interference and pacing defect was observed. The rv coil was replaced and the high voltage portion remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.